Event description:
The customer complaints blood leaks during the treatment. The blood loss was max 400 ml. No pt harm and no medical intervention were needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. As soon as the sample is on hand, we will start the investigation. The root cause of this event cannot be determined at the moment.